Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was providing ineffective pacing and anti-tachycardia pacing (atp) on two occasions. A shock was delivered to treat the ventricular tachycardia (vt). Further investigation revealed high defibrillation threshold (dft) test at implant. Review of the episodes noted poor sensing and no capture at maximum outputs. An x-ray did not show any signs of dislodgement. The patient was hospitalized for a lead revision. Attempts to remove the lead and reposition were unsuccessful. Therefore a new single coil lead was implanted. No adverse patient effects were reported.